Manufacturer narrative:
Initial medwatch report reported customer's low blood glucose under the sensor as a product problem.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor would not calibrate and keeps alerting meter blood glucose now. The customer's blood glucose at the time of incident was 83mg/dl. The customer states that she is pregnant and checks her blood glucose levels a lot. Troubleshooting was conducted and it was advised to the customer that she should change the sensor because it may be damaged or dislodged or may be pistoning. It was reported that the customer had low blood glucose level between 50mg/dl and 60mg/dl and the device did not alert her. The customer had turned off the threshold suspend setting. The device is being returned and replaced.